Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was due the negative battery pin in battery well 1. The battery pin was pushed in and was not making a good contact with the terminal of the battery. The battery pin was then reseated and all internal power connections were checked.  No further discrepancies were observed.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event.